Event description:
The device was returned without any reported issues. No information known on pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the device was returned with the tissue pad missing. The blade was returned in good physical condition and 100% present. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue.